Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and chloride results in their c501 analyzer. The customer stated the sodium and chloride results were running lower on the c501 analyzer than were running on a siemens analyzer. The customer stated this had been occurring since installation and had been noticed in the validation on (B)(6) 2014. The customer provided results for one patient with a discrepant sodium result. The patient's initial sodium result was 115 mmol/l accompanied by a data flag and it was reported outside the laboratory. The sample was repeated on the siemens analyzer and the result was 122 mmol/l. The customer stated since the patient was also considered critically low on the siemens analyzer, he would not have been treated any differently. There were no adverse events. The sodium electrode lot number was z75 and the expiration date was 01/31/2015. The field service representative found a fluidics failure. He cleaned and replaced the nozzle tips on the rinse mechanism, the ise tubing, and cartridges. He adjusted the sipper probe and conditioned the system. He verified the operation of sodium and all the system checks were successful. The customer verified patients and quality control from another laboratory for sodium using two different lot numbers of quality control and standard material.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. The analyzer is operating within specification.